Event description:
The customer reported via the distributor that the insert did not engage into the tibial baseplate. It is further reported that the surgeon opened a second implant and implanted with no adverse consequences to the patient.